Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the cardiac performation and patient death could not be conclusively determined.

Manufacturer narrative:
Corrected information: premarket identification and concomitant medical products. An event of a cardiac arrest and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission. Further information regarding treatment, date of patient death and how the adverse event was confirmed was requested but not received.

Event description:
Related mfg numbers: 3008452825-2019-00149, 3005334138-2019-00211, 2030404-2019-00023, and 2182269-2019-00045. Following an atrial fibrillation ablation procedure the patient went into cardiac arrest and subsequently passed away. After the procedure was completed and all the sheaths, catheters, and introducers were removed, the patient went into cardiac arrest and emergency medical measures were taken. The patient subsequently expired a few days after the event due to unknown causes. Further information has been requested.